Event description:
It was reported that rpm is not stable. A rotapro console was selected for use. During preparation, it was noted that the rpm is not stable in normal mode, it suddenly drops and then goes higher than set 175k rpm. The procedure was completed with a different console. There were no patient complications.